Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tip of instrument broke off while using to orientate the glenosphere.

Manufacturer narrative:
Examination of the returned device confirms the reported event of tip breakage. The returned device was forwarded to the supplier for investigation and analysis (report attached). The product is deteriorated; a precise dimensional analysis is not possible. The root cause is attributed to product wear out. This analysis has not highlighted any product failure: the need for corrective action is not indicated. Case followed in analysis of tendency.